Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the anesthesia system on a pt and switching to manual ventilation, the manual breathing bag did not inflate and manual ventilation was; therefore; not possible. It was further reported that the saturation of the pt decreased and the pt was disconnected from the anesthesia system to be ventilated via an external system. (B)(4).